Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the turbohawk torque shaft and distal tip assembly was received for evaluation in a plastic tub. The proximal end of the torque shaft was cut (no handle assembly or strain relief received). A stent fragment was tangled over the proximal end of the tip assembly. The tip assembly exhibited a significant deformation over the stainless steel (laser-cut coil) approximately 2mm from the coils distal edge. The stent was fractured on both end of the fragment (no retainer hoops). Some of the stent struts were wrapped around the turbohawk drive coil.

Event description:
On first pass, the turbohawk became caught and stuck on stent struts. The patient was transported to the operating room and the turbohawk was surgically removed by the doctor and fem pop bypass was performed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.